Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of an additional information request letter from FDA which states, ¿on multiple occasions, staff have noticed that IV tubing is becoming disconnected above one of the luer lock ports. A nurse noticed that a tubing line fell apart while in the pump and infusing medication to the patient. Another nurse reported that she was spiking a medication and the IV tubing fell apart. The assistant nurse manager reviewed tubing in stock and found one product that appears to be broken while still inside the packaging. All occurrences were from the same lot number. Staff are inspecting tubing prior to administration to avoid further patient care delays. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). This will be returned for failure analysis. Any further correspondence will be shared". The customer reported there was no known impact or consequence to the patient. The tubing from the first scenario provided in the report separated at the connection site adjacent to the luer lock and leaked. There was no patient harm.

Event description:
Received a copy of an additional information request letter from FDA which states, ¿on multiple occasions, staff have noticed that IV tubing is becoming disconnected above one of the luer lock ports. A nurse noticed that a tubing line fell apart while in the pump and infusing medication to the patient. Another nurse reported that she was spiking a medication and the IV tubing fell apart. The assistant nurse manager reviewed tubing in stock and found one product that appears to be broken while still inside the packaging. All occurrences were from the same lot number. Staff are inspecting tubing prior to administration to avoid further patient care delays. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). This will be returned for failure analysis. Any further correspondence will be shared". The customer reported there was no known impact or consequence to the patient. The tubing in the first scenario provided in the report separated at the connection site adjacent to the luer lock and leaked. There was no patient harm.